Event description:
Kimberly clark received a complaint indicating that "with the first pass down into the stomach, the physician recognized there was nothing discernible at the end of the scope. The hood protector had turned into a glob, described as similar to "silly putty". With some effort, the physician was able to retrieve it." It should be noted that the physician used a second hood protector to complete the procedure. There was no patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
The incident sample was not returned for evaluation. However, a review of the device history record for the lot number provided found no anomalies to be documented. This is the first complaint received for this product code and failure mode. No additional information was received. A follow-up report will be sent if additional information becomes available. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.